Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days after a cryo ablation procedure, the patient presented to the hospital with a diffusely distributed soft tissue hematoma due to a hemorrhage in the right groin. An echocardiogram was performed and confirmed the hematoma. The following day, the patient returned to the hospital due to oozing bleeding at the puncture site in the left groin with no cessation of bleeding. The patient was hospitalized and a pressure bandage was applied.  The outcome of this case is unknown. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: updated the event date b5: updated the event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-07-05, additional information was received indicating that the case was completed with cryo.